Event description:
Revision surgery due to loosening/dislocation of the cup 6 months after primary surgery. After revision surgery the hc liner was inspected and was found to be yellow.

Manufacturer narrative:
Document review: versafitcup dm cup 50: code (B)(4) / lot 11510 (39 shells produced): all parameters were found to be in accordance with the specifications valid at the time of manufacturing. The 36 items belonging to this lot have been already implanted and no incidents have been reported up to now. Versafitcup dm highcross insert 28/50: code (B)(4) / lot 111958 (36 liners produced): all parameters were found to be in accordance with the specifications valid at the time of manufacturing. The 30 liners belonging to this lot have been already implanted and no incidents have been reported up to now. The retrieved liner was visually inspected and the yellow color around the sphere pole was confirmed, both externally and internally. Then the liner was cut and internally it was white (standard color for these implants). The yellow color is probably due to the oxidation of the pe and the cause is unk. However, it does not compromise the mechanical characteristics of the material as it is only external. On the basis of the data collected, a device involvement is high unlikely and this kind of event - dislocation of the cup - is a known complication of a total hip replacement.